Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with a device exhibiting post paced t-wave oversensing. Programming changes were made. The patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.